Event description:
It was reported that a screw is backing out of a resonate plate post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed a screw backing out past the blocking mechanism at the inferior level of a 2 level plate located at c3-c5 originally implanted (B)(6) 2020. The patient is being monitored closely and there is no plan for revision at this time. It is possible that a non-union at c4-c5 caused the screw to back out. However, an exact cause of the reported issue could not be determined.